Event description:
Burn on the back [thermal burn]. His skin came off. [Skin exfoliation]. Still has the red marks. [Erythema]. Red rashes [rash erythematous]. Case description: this is a spontaneous report from a contactable consumer reported for himself. A (B)(6) years-old (B)(6) male patient started to receive thermacare heatwrap (thermacare lower back & hip) , device lot number: lm87693 01-11, expiration date: dec2018 , since many years at one on back for back pain. The patient medical history was none. The patient's concomitant medications were not reported. The patient reported that he used this product a lot, has been using it for years, and had never had this issue before. When he removed it last night on (B)(6) 2016 his skin came off. He looked at it and saw red marks, burned his skin down to the red skin. It burned him bad. He still has the burn mark and still has the red marks. He reported that not only did he experience a burn but red rashes on his back as well as a result of using the product. Events were not resolved by the time of report. Patient denied any relevant history or investigations. Patient considered burn and red marks on the back was serious. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events thermal burn and skin exfoliation as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events erythema and erythematous rash are assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn and skin exfoliation as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events erythema and erythematous rash are assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Burn on the back/burn skin/sore burn patch of skin [thermal burn]. His skin came off [skin exfoliation]. Using thermacare for 10 hours/ he did not check his skin under the product while wearing thermacare [intentional device misuse]. Still can see the scar. Still has the red marks [erythema]. Red rashes [rash erythematous]. A stinging feeling/ sore burn patch of skin [application site pain]. Case description: this is a spontaneous report from a contactable consumer reported for himself. A (B)(6) male patient started to use thermacare heatwrap (thermacare lower back & hip), device lot number m87693, expiration date dec2018, UDI number (B)(4), since (B)(6) 2016 one for pain in lower back. The patient medical history was none. The patient's concomitant medications were reported as none. The patient reported that he used this product a lot, has been using it for years, and had never had this issue before. When he removed it last night on (B)(6) 2016 his skin came off. He looked at it and saw red marks, burned his skin down to the red skin. It burned him bad. He still has the burn mark and still has the red marks. He reported that not only did he experience a burn but red rashes on his back as well as a result of using the product. According to follow up received, he was at work and he felt a stinging feeling and when he came home he removed the pad and a piece of his skin came off and he had a sore burn patch of skin. He reported using the product for 10 hours. He reported he was hospitalized for the events burn on back and skin came off. Events were not resolved by the time of report and he reported he still can see the scar. Patient denied any relevant history or investigations. Patient considered burn and red marks on the back was serious. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2016. The patient classified his skin tone as medium and denied having sensitive skin. The patient has not previously used other heat products for pain relief. He did not engage in exercise while using the product. He did not check his skin under the product while wearing thermacare. He did read the instructions before using the product. He does not have any abnormal skin conditions. Additional information has been requested and will be provided as it becomes available. Follow-up (19aug2016): new information received from a contactable consumer included concomitant medication use was none, product data (start and stop dates, action taken), reaction data (additional events of stinging feeling, scar, using thermacare for 10 hours/ he did not check his skin under the product while wearing thermacare, seriousness criteria of hospitalization for the events burn on back and skin came off and outcome). Follow-up (25aug2016): new information received from product quality complaint group included: lot number updated. Company clinical evaluation comment based on the information provided, the events thermal burn, skin exfoliation, scar, and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events erythema, application site pain, and erythematous rash are assessed as associated with the device use. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn, skin exfoliation, scar, and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events erythema, application site pain, and erythematous rash are assessed as associated with the device use. This case meets follow up 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The returned consumer sample did not provide any additional information to determine a root cause of the alleged wrap causing a burn. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn on the back/burn skin/sore burn patch of skin [thermal burn] , his skin came off [skin exfoliation] , using thermacare for 10 hours/ he did not check his skin under the product while wearing thermacare [intentional device misuse] , still can see the scar [scar] , still has the red marks [erythema] , red rashes [rash erythematous] , a stinging feeling/ sore burn patch of skin [application site pain] , . Case narrative:this is a spontaneous report from a contactable consumer reported for himself. A (B)(6) male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m87693, expiration date: dec2018, UDI number: (B)(4)) since (B)(6) 2016 one heatwrap for pain in lower back. The patient's medical history was none. The patient's concomitant medications were reported as none. The patient reported that he used this product a lot, has been using it for years, and had never had this issue before. When he removed it last night, on (B)(6) 2016, his skin came off. He looked at it and saw red marks, burned his skin down to the red skin. It burned him bad. He stated he still has the burn mark and still has the red marks. He reported that not only did he experience a burn but red rashes on his back as well as a result of using the product. According to follow-up received, the patient was at work when he felt a stinging feeling. When he came home he removed the pad and a piece of his skin came off and he had a sore burn patch of skin. He reported using the product for 10 hours. The patient stated he was hospitalized for the events burn on back and skin came off. Events were not resolved by the time of report and he reported he still can see the scar. The patient denied any investigations. He considered the burn and red marks on the back as serious. Action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2016. The patient classified his skin tone as medium and denied having sensitive skin. The patient had not previously used other heat products for pain relief. He did not engage in exercise while using the product. The patient did not check his skin under the product while wearing thermacare. He did read the instructions before using the product. He does not have any abnormal skin conditions. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The returned consumer sample did not provide any additional information to determine a root cause of the alleged wrap causing a burn. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (19aug2016): new information received from a contactable consumer included concomitant medication use was none, product data (start and stop dates, action taken), reaction data (additional events of stinging feeling, scar, using thermacare for 10 hours/ he did not check his skin under the product while wearing thermacare, seriousness criteria of hospitalization for the events burn on back and skin came off and outcome). Follow-up (25aug2016): new information received from product quality complaint group included: lot number updated. Follow-up (23sep2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the events thermal burn, skin exfoliation, scar, and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events erythema, application site pain, and erythematous rash are assessed as associated with the device use. No device malfunction has been identified., comment: based on the information provided, the events thermal burn, skin exfoliation, scar, and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events erythema, application site pain, and erythematous rash are assessed as associated with the device use. No device malfunction has been identified.